Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost approximately five minutes into the procedure. The controller was rebooted. They unplugged the spyscope and plugged back into the controller. Unfortunately, the image did not came back as a result. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. One elevator mark was noted on the shaft of the catheter. Upon plugging the device into the controller, a live image was seen. Articulation of the device was performed using the steering wheel at the handle. There was no change to image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed near the distal end. No camera wire damage was observed in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no issues with the camera wires at the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted, based on residue found at the pofs, and after insertion of saline, enough to reach the handle, image was disrupted. Solid purple and pink lines appeared on the screen and the initialization screen appeared soon after. The reported event was confirmed. During product analysis, signs of use were noted in the form of witness marks and residue at the handle. A live image was seen upon initial insertion of the device. During procedure, fluid likely back-flowed into the optics lumen and caused a change in capacitance of the electrical circuit resulting in a loss of image. The optics lumen in the shaft of the catheter is the portion of the device where the camera wire is routed from the tip to the handle. Several pathways at the tip of the device would allow fluid from the procedure, like saline, to backflow up into the optics lumen. With the introduction of saline to the optics lumen, a capacitance is added to the camera signal that affects the electrical properties and can disrupt the image. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. H11: block d4 (catalog number), e1 (physician phone number) and g4 (rfb premarket/510(k)#) has been corrected.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost approximately five minutes into the procedure. The controller was rebooted. They unplugged the spyscope and plugged back into the controller. Unfortunately, the image did not came back as a result. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.